Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from under the unicel dxh 800 coulter cellular analysis system. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed debris of unknown biochemical composition from the differential mix chamber. The fse cleaned up the spill inside the instrument which consisted of cleaning fluid and diluent.

Manufacturer narrative:
Evaluation codes - results code: differential mix chamber. (B)(4).